Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records could not confirm the presence of infection in the patient. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00153-1, 0001822565-2021-03317.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502606402 - femur cemented cruciate retaining (cr) standard right size 8 - 64619472, 42522000512 - articular surface fixed bearing cruciate retaining (cr) right 12 mm height - 64171808, unknown - unknown 35mm patella - unknown. Report source: foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00153.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised approximately 10 months later as there was a possible infection leading to loosening of the femoral component and possibly the tibial component. Attempts have been made and no further information has been provided.